Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s system was removed due to infection. It was noted there was hematoma and attached substance was observed in the pocket site and the leads. No further patient complications have been reported as a result of this event.